Event description:
A distributor from rubin medical aps reported an issue where the quick bolus/wake button on a pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support advised the caller on how to press the button correctly and assisted in removing the pump from its case to improve functionality, but the problem persisted. Consequently, technical support decided to replace the pump, and provided instructions for returning the faulty unit. The customer was informed of the replacement process and given guidance on putting the pump into storage mode for transport.